Manufacturer narrative:
We have contacted the initial reporter to request additional information. Information received to date, indicated that the mesh remains implanted, so no sample is available for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
"I had inguinal hernia surgery in 2002 and I am completely debilitated because of the pain. The only thing my hospital records say is that marlex mesh was placed with a slit. I have had nerve ablation on several occasions to no avail. Now my insurance company refuses to pay for anymore. I can't bend or stoop or anything without severe pain. No doctor will take it out or touch it and I am desperate."